Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams elevate to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "severe pain, dyspareunia, continued urinary incontinence, and mesh erosion, that have resulted in" physical "pain and suffering, disability, mental anguish" and other injuries. The plaintiff's attorney also alleged that the plaintiff underwent "multiple surgeries and revisionary procedures, and" "has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.